Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notification occurred after the user filled cartridges with 300 units of insulin during the load sequence. Customer's blood glucose ranged from 367 mg/dl to a reading of "high" on continuous glucose monitor. A correction bolus and/or manual insulin injections were delivered to address bg level. A new cartridge was loaded to resolve the issue.